Manufacturer narrative:
Event date: (B)(6) 2017. Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Conclusion code: off label use (patient below 21 years of age at time of implant). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+1.5/088 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and elevated intraocular pressure (iop). The lens was exchanged for a shorter lens on (B)(6) 2017 and the problem was resolved.